Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the attached defibrillator was unable to obtain an ECG signal using these electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The onestep pediatric CPR electrodes were not returned to zoll for evaluation. The electrodes were not expected to be returned. No lot number, pictures, or clinical data files were provided. The back pad has additional padding due to the dual sensor located in the rear puck, and an additional wire to support the sensor. It was stated in the report that the user pulled on the posterior pad sensor wire/cable to remove it from the plastic liner after placing the pad on the patient. This is not a device defect. The instructions for use for onestep pediatric CPR electrodes states: "grasp the back/sternum electrode from the red tab and peel from the plastic liner." Analysis of reports of this type has not identified an increase in trend.